Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot numbers provided by the customer cannot be verified, so no manufacturing record evaluations can be performed. Reason for device explant and/or reoperation: : infection, generalized illness this report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5083028 that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 300cc and experienced breast implant illness, candida albicans in both breasts. As a result, the patient had undergone removal on (B)(6) 2017. This report contains supplemental information for mentor asr reference number (B)(4). This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/24/2020, a manufacturing record evaluation (mre) was performed for the finished device number 79484, and no non-conformances related to the reported complaint were identified. Sterilization expiration date: no available legacy file. In addition, the lot number was 79484. Manufacturer¿s reference number: (B)(4).